Event description:
It was reported by service report that the communication cord had bent pins. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: communication cord with damaged pins. This user facility serves as the health care provider for one of the state prisons. As a result, it had been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.